Manufacturer narrative:
(B)(4). Additional information requested and received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.): according to dr. (B)(6), the proximal and distal ends seems to have some staple malformation; how much blood was lost (ml): didn't really count; did the patient require a transfusion: no; was there any patient consequence or change in the post-operative care of the patient as a result of the event: no.

Event description:
It was reported that during an open hepatectomy procedure, the surgeon applied pve35a and vasecr35 to transect the right hepatic vein, however; bleeding occurred after the first firing. The surgeon used suture to stop the bleeding and continued with the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Intra-operative video was received. The video provided was reviewed and a revised detail of the video showed bleeding can be identified. No malformed or formed staples can be seen. Based on the video evidence, hemostasis controllable can be confirmed, however, the video does not provide evidence relative to what may have caused the issue. Unfortunately the video does not provide enough evidence to determine root cause.